Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down. Replacing a failed hard drive did not resolve the issue. After some additional troubleshooting, it was discovered that the cables going from the hard drive to the motherboard and cd drive were bad. Due to the age of the device, nihon kohden no longer carries or sources these cables. They were advised to purchase them through a third party vendor to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down.

Manufacturer narrative:
Details of complaint: on 6/11/2018 customer stated that cns device crashed the previous night. Customer proceeded to replace the harddrive to resolve the issue. After hard drive replace, customer was getting registration errors. The hard drive used was from a different serial range for a different motherboard that customer had on hand. A new hard drive was sent to customer. After receiving the new hard drive, customer reported that they were getting an error message stating "locating ide drivers" on a black screen. Customer some research, customer concluded that the cables that connects the hard drive to the motherboard failed, thus device could not locate the hard drive. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: mu-971ra s/n (B)(4) was put into service on 11/28/2003. Warranty expired on 11/28/2005. Service history shows device has no history prior to 1/26/2017. Service manual for cns-9701, revision f, stated that hard disks have an expected life span of 2 years. If defective sectors are found, replace hard disk immediately. Service history for this device is not available. The root cause of hard drive failure could not be determined.

Manufacturer narrative:
Additional information: type of report. Type of report. If follow-up, what type (correction or additional or both) even problem and evaluation codes. Corrected data. Details of the complaint: on (B)(6) 2018, albert abramians at adventist health bakersfield reported the cns mu-971ra sn:73 had crashed. The hdd was replaced and the customer was receiving registration errors. Service requested: troubleshooting/assistance. Service performed: the customer was found to be using a backup hdd that was for a completely different number and fell under a different serial range in regards to different motherboards. The correctly imaged hard drive was sent to the customer. Upon replacing the hdd, the customer reported the system would boot into a black screen that simply reads "locating ide drivers" and nothing would happen. It was found that the cables that go from the hard drive to the motherboard and cd drive were bad. These cables were no longer sourced due to the product being old and no longer supported. Customer was advised to source them from a third party vendor. Investigation result: the root cause was determined to be defective cables that led from the hard drive to the motherboard and cd drive. This created issues with the hdd and caused the cns to crash. The cables are replaceable and susceptible to normal wear and tear. From the product information provided in the ticket, the unit has been in service since 2003 and it is unknown if the customer has been performing the recommended maintenance/period inspection on the unit, which may detect degradation or loss of function. Replacement of the cable is addressed in the cns service manual. The device was operating within specifications. The device was not in use with a patient and there was no reported harm.